Manufacturer narrative:
(B)(4). Batch r5c42d. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch: unknown. The batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: can you please provide more event details? No. What is the current patient status? Good no problem at all. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No. If yes, please explain. Did the jaws of the device eventually open? Yes.

Event description:
It was reported that during a gastro-intestinal procedure, as the surgeon went to fire the device in the patient the jaws locked and was unable to open. The surgeon managed to free the device from the patient as it had not stapled into the bowel and upon inspection the device looks to have partially fired. There were no adverse consequences for the patient.